Event description:
It was reported that at implant, the lead would not pass. It was also noted that the patient has chronic total subclavian occlusion and a thinner lead was needed. The 6935 lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. The full lead was returned and analyzed.

Event description:
It was reported that at implant, the lead would not pass. It was also noted that the patient has chronic total subclavian occlusion and a thinner lead was needed. The 6935 lead was not used. No patient complications were reported as a result of this event. It was also reported that the patient received inappropriate therapy due to the device. The device has been removed and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4) no anomalies found; the full lead was returned and analyzed. Further testing revealed that the defib conductor was distorted, there was blood in/on the helix/lobe mechanism, and the lead was damaged at implant.